Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix which prevented direct test of the helix mechanism. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement and high capture threshold. (B)(4).

Event description:
During a routine follow up, this patients cardiac resynchronization therapy defibrillator (crt-d) was interrogated and revealed that the right ventricular (rv) lead threshold was greater than 5v at 0.4ms, the right atrial (ra) lead threshold was greater than 4v at 1.0ms and the left ventricular (lv) lead was stable (1.5v at 1.0ms). The acute rise in threshold was due to the ra lead displacement. During the reposition procedure, the ra lead helix retracted as expected and was repositioned, however would not redeploy after greater than 50 turns. The physician gained axillary access and implanted a new ra lead and extracted the existing ra lead. The rv lead was repositioned successfully, the helix retracted and it took greater than 30 turns to redeploy after repositioning. All measurements were acceptable. No additional adverse patient effects were reported.